Event description:
It was reported that the patient presented to the emergency department with fatigue. There were high thresholds noted on the right atrial (ra) and right ventricular (rv) leads. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.